Manufacturer narrative:
This valve was reportedly explanted at implant due to severe central regurgitation. No intraoperative echocardiogram was provided, thus the severe central regurgitation reported in vivo could not be confirmed. Extensive lateral tissue creasing is evident on leaflets 1 and 3 at commissure 1. From the outflow perspective, the free edge of leaflets 1 and 3 are locally rolled over and flattened adjacent to commissure 1. From the side perspective, the free edge of leaflets 1 and 3 are indented adjacent to commissure 1 and are locally rolled over within the indentation. The reported severe central regurgitation was not reproduced during the standardized pulsatile flow and steady backflow leakage testing performed at edwards under simulated normal physiological conditions. The results from in vitro testing may be different from those obtained in vivo due to hemodynamic and environmental differences such as the potential in vivo presence of suture entrapment or interference with the subvalvular mitral apparatus, which was not present when the valve was returned to edwards. The DHR was performed and no related nonconformances were found. A definitive root cause for the reported severe central regurgitation at implant could not be conclusively determined, however it may have been caused by patient and/or procedural factors. Based on the information available, a manufacturing defect has not been confirmed.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before or after frame expansion, and/or the patient's anatomy, and not a malfunction of the device. In this case, the surgeon alleged the valve exchange led to prolong bypass time. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a valve was explanted at implant due to severe central regurgitation. As reported, the regurgitation was observed on echo before protamine administration and while the patient was still on bypass. The procedure was performed via a full median sternotomy approach. A 33mm sizer was used as well as the replica end and barrel end. The valve was implanted with a interrupted suturing technique with pledgets and 18 sutures. As reported, the spacing of the sutures in the annulus and the prosthesis evenly matched. The tricentrix holder was deployed after the implantation and removed after the sutures were tied down. Reportedly, there was difficulty when loading the tricentric holder from the container, but not when implanting and suturing the valve. On explant it was observed that the leaflets at one of the commissures were not smooth and one leaflet appeared folded on itself. The sewing ring was damaged due to the instrument used at explant to remove the sutures. A non-edwards device was successfully implanted in replacement. The patient was in ICU two weeks after the implant due to a pneumonia. As reported, the patient recovered from the surgery but was "battling" for a few days after the implant. There was allegation of prolonged bypass due to the explant at implant. As reported, the surgeon had to insert a balloon pump with inotropes for 72 hours as the patient's left ventricular function was compromised due to his age and poor ventricular patient's condition prior to the procedure. Indication for initial replacement was severe mitral regurgitation and coronary artery disease. The explanted device was noted as to be available for return. It was explained to the surgeon that coaptation sometimes only occurs after few hours when pressures normalize, but the surgeon felt that what he was seeing was not acceptable and a danger to the patient.

Manufacturer narrative:
H3. Customer report of central regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. Leaflet indentations were observed on the free margins of leaflets 1 and 3 near commissure 1. The indentations were wider than the typical suture loop characteristic and a suture track indentation was not observed. Suture holes were visible around the sewing ring. Sewing ring cloth was cut in multiple places around the valve. Valve will be sent for functional evaluation.